Event description:
It was reported that the pt had developed increased tone and the hcp noted fluid around the pump. The hcp aspirated the pump pocket in the office and it refilled again. The pt was taken to surgery; prior to surgery an unsuccessful attempt was made to aspirate the catheter. The pocket was then opened up and another attempt was made to aspirate the catheter which again was unsuccessful. The catheter was then disconnected from the pump, the hcp flushed through the side port, then reconnected it to the pump. The hcp was then able to aspirate fluid from the catheter. The hcp was uncertain if catheter was engaged completely or if it had partially disconnected after original implant, thereby causing fluid to leak around the pump. The drug in the pump is lioresal 500mcg/ml at a daily dose of 69.9 mcg. The pt is reported to be "okay" and has a follow-up appointment in the near future.